Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the catheter was kinked at the most distal section and it was cut at the most proximal section. It was possible to observe that the catheter was unraveled at the cut section and thus may have been difficult to release from the catheter. Microscope examination was performed on the bushing, and it was noted that no discernible failures observed. Dimensional analysis was performed on the bushing outer diameter, it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were within specification. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was pulled out from the package intact and seemed in good function. The clip was then grasped and locked onto tissue and both deployment noise were heard; however, the clip was unable to be released from the catheter to deploy. Reportedly, a wire cutter was used to cut the catheter from the handle, and eventually, the clip released onto tissue and remained in place. The procedure was successfully completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was pulled out from the package intact and seemed in good function. The clip was then grasped and locked onto tissue and both deployment noise were heard; however, the clip was unable to be released from the catheter to deploy. Reportedly, a wire cutter was used to cut the catheter from the handle, and eventually, the clip released onto tissue and remained in place. The procedure was successfully completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine and stable.